Manufacturer narrative:
This complaint will be updated once investigation is complete .trends will be evaluated.

Event description:
Allegedly revised due to infection. Additional product information received on 1/12/2017: neck product information now available.